Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgery date is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced.